Manufacturer narrative:
Physio-control performed an investigation on a subsequent medwatch (3015876-2017-00065) for the same issue reported on this medwatch.  Physio-control performed an additional evaluation of the device and observed that the device had 18.93 ma of excess current caused by an electrical short of the device's readiness display. The excess current caused by the led readiness indicator display depleted the device's battery in approximately one month.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. With a known good battery, proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A new battery will be provided to the customer. The cause of the reported issue was determined to be due to a failure of the battery. (B)(4).

Event description:
It was reported to physio-control that the customer's device depleted its battery in a short period of time (approximately 2 weeks). During device evaluation, physio observed that the battery had one blinking led (indicating that the battery charge level is very low and that the battery should be replaced). After a couple of seconds, the device powered off because of the low battery charge level. Therefore the device was not able to provide defibrillation therapy. There was no patient use associated with the reported event.